Event description:
It was reported that the pk dissecting forceps instrument did not work. No additonal information was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one conductor wire to have a cut near the yaw pulley exit, exposing the bare wire. Engineering also observed the distal end of the main tube to have a 4.5" long section directly above the tube. The damaged area is gray in color and has a rough surface finish. Based on the location and appearance, the damage may have been caused by a cannula accessory. Additional investigation is underway regarding the cannula accessories. No other damage was found. A follow-up MDR will be submitted if additional information is received.